Event description:
Initial (27-dec-2024): this serious adverse event received via telephone by a female consumer with vasovagal syncope whose age, concomitant medications and allergies were not reported. The consumer was using the dentek maximum protection dental guard for bruxism for 2 years. One night wearing her mouth guard she woke up with a cramp in her hamstring and passed out due to pain while she had a the guard in her mouth. The guard got stuck in her throat causing her to choke and she had trouble breathing. When she passed out, she hit her elbow and tailbone causing elbow pain. Her son-in-law performed CPR and removed the guard from her throat. An ambulance was called, however when they arrived, she was conscious and "doing fine" so they advised that she follow up with a doctor. This case outcome is not recovered/not resolved. Meddra version 27.1 choking: unexpected joint injury: unexpected respiratory distress: unexpected intentional product misuse according to the company reference safety information.